Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. All the below comparisons performed on the same date were performed within 7 hours of each other. On (B)(6) 2019 at 14:28 the result from the meter was 2.3 inr and the laboratory result was 4.0 inr. On (B)(6) 2019 at 12:04 the result from the meter was 2.7 inr and the laboratory result was 1.9 inr. On (B)(6) 2019 at 9:20 the result from the meter was 3.0 inr and the laboratory result was 2.0 inr. The customer's therapeutic range is 2.0-3.0 inr. The laboratory results were deemed to be correct. There was no allegation of an adverse event. The customer does not have hematocrit concerns, is not on heparin or direct thrombin inhibitors, does not have antiphospholipid antibodies, no recent changes in coumadin dosage, no new medications, no changes in diet, no new illnesses, and no symptoms of abnormal bleeding or bruising. The affected products were requested for return. Replacement products were sent. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.